Event description:
A patient reported expeiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 87 mg/dl, 160 mg/dl, 250 mg/dl. Tests were done within < 10 minutes with a difference of 58%. Patient did not experience any adverse events. No further information has been reported. "Customer was using expired strips."